Manufacturer narrative:
Additional information: h4 device manufacture date added. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Photos were received for evaluation. The photo shows the stylet, however the reported issue of the disassembly of the cap/hub is not observed. The reported condition could not be confirmed. The root cause could not be determined through the photos. The investigation was carried out with the multifunctional team. Current controls include a 100% visual inspection by production personnel. A walkthrough of the manufacturing process was carried out. Current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger the reported condition. No action plan is required at this point. The manufacturing site will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention.

Event description:
The doctor did not require any medical intervention, just a band aid.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The end user reported that when the doctor pulled out the guidewire, the green piece (end cap) came apart and the metal stuck the doctor.